Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign matter attached to the surface of the tip including the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and no obvious deviations from the instructions for use (IFU) were confirmed. Based on the results of the investigation and the information provided, it was presumed that the foggy image had occurred due to the foreign material adhered to the objective lens, which led to a fogged visual field with water droplets on the lens surface causing the event. The foreign material had adhered to the surface of the distal end section, including the objective lens, due to insufficient precleaning and rinsing, as well as insufficient drying since the endoscope had been stored without detaching the valves. The foreign material was identified as silicic acid and organic silicone from chemicals, and protein from humans. Silicic acid and organic silicone were not substances originating from the endoscope but from external chemicals. The protein likely came from humans contact. There was no damage to the area where the foreign material was detected. However, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: the instruction manual reprocessing manual¿ chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories, clean the external surface¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.